Manufacturer narrative:
E1: (B)(6). Analysis was performed by a philips remote service engineer (rse), which included interviewing the customer. The customer reported that the most recent speaker replacement had been completed in december 2025. The rse provided a replacement speaker assembly; however, following installation, the customer continued to observe a ¿speaker fault¿ error message on the device. To address the persisting issue, the rse supplied a replacement card ¿ power switch/ECG sync out board, as this is the only component directly connected to the loudspeaker. The customer could not confirm if there was sound at the time of the event. Based on the information available in the case, the cause of the reported problem was confirmed to be the card - power switch/ECG sync out board. The alleged malfunction was confirmed. If additional information is received, the complaint file will be reopened for further investigation.

Event description:
The customer reported that the speaker had fault. It is unknown if the device produced sound at the time of the report. It is unknown if the device was in use at time of event, and there was no adverse event reported.